Event description:
The suspect device was returned for preventive service. There was no complaint against the device. During servicing, it was noted that the alarm functioned only intermittently. No death or injury resulted from the malfunction.